Manufacturer narrative:
B5: upon follow-up, it was reported that the patient passed experienced cardiac arrest four days after the peritonitis event. The same day, the patient passed away in the hospital. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported that the patient was recovering from peritonitis and pd therapy was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with fortum injection (250 mg, per bags, ongoing) and ceftazidime injection (250 mg, per bags, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.